Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a crack on the clip holder. The insulin pump had frequent no or intermittent response when all the buttons were pressed. The buttons were still unresponsive after the battery change. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. No stuck button alarm during testing. No unlocked printed circuit board keypad connector during our visual inspection. The insulin pump passed the leak test. The insulin pump had scratched case, pillowing keypad overlay, cracked select button keypad overlay, broken belt clip rails and minor scratched lcd window.